Manufacturer narrative:
Additional narrative: the device was sent to the vendor for repair on jun 20, 2016; however, it was never received on-site for evaluation. Therefore, the date returned to manufacturer was unknown. The actual device was returned to the vendor for repair with an unspecified malfunction. The repair technician reported preventative maintenance as the reason for repair and determined that the cause of the issue was unknown. Therefore, the reported condition was duplicated and confirmed. However, the assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of the distal radius surgical procedure, it was observed that the quick coupling device had an unspecified malfunction. There were no delays to the surgical procedure. A spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.